Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; d1; d2; d4; g3; g4; h2; h3; h6; h11. Visual examination of the returned product identified signs of repeated use (nicked / gouged / wear) and a piece has fractured off and wasn¿t returned. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial right total knee arthroplasty, the pad of the impactor instrument fractured while impacting the femoral component. A second device was used to complete the procedure. There was no patient impact and no adverse events have been reported as a result of the malfunction. All available information has been reported.